Manufacturer narrative:
Additional information was received on june 22, 2021. When the device was explanted, bilateral prosthesis replacement with 430cc mentor memorygel breast implants was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic caucasian female who underwent breast augmentation revision with 450cc mentor memorygel breast implants experienced bilateral baker grade IV capsular contracture post procedure. The capsular contractures were diagnosed at a physician¿s office. As a result, an explant was performed on (B)(6) 2021. See 1645337-2021-04285 for contralateral prosthesis report.